Event description:
On wednesday, november 19, 2025, 1:13 am it was reported that a couple of months ago they started hearing rattling noise inside the controller. Pt (patient) mentioned that one time they charged the controller and when they turned the device on, they felt a kind of shock on their finger and that they needed to turn the device off. Pt (patient) added that before they had dropped the controller a little bit but the controller still charged. Pt reached out to their manufacturing representative(rep) a couple of days ago and reported the problem. Agent had pt removed the battery and pt heard rattling and pinging sound while shaking the controller. Agent sent request to repair to replace the controller. Additional information was received from the patient. The patient stated that they got software problem (1 intellis 2 3.6 3 245 4 interfaces s.m.c) when they went through all the set up instructions and pressed continue. During the call patient removed the battery and plugged the ac power. Controller still displayed the software problem message. Agent closed case. Agent sent request to repair to replace the controller. Patient called back to obtain assistance with setting up the new controller. Agent assisted patient with set up and patient was able to use their controller normally. Patient mentioned on call that their hands are too weak, their eyes are "pretty bad", they have trouble seeing up close and they have bad shoulders. Pt called back stating already documented events of getting two new controllers due to shocking and a rattle in the controller with software errors. Pt went to use their device yesterday and charged everything but once they unlocked the controller, they got settings not available. Pt pressed ok and inthe menu it showed their checked position was not on. During call pt was on group a and on program 1 pt turned adaptive stim back on; program 2, 3, and 4 was had adaptive stim on. Check position was now on in the menu. Pt was redirected to their hcp for settings not available. Pt said their first doctor was a jerk and the second doctor gave them medication for fibromyalgia and pt took too much so they kicked the pt out. So, they did not have a doctor right now. Pt did have a medtronic rep they still work with. Agent closed case. Patient called back as they needed assistance for upcoming MRI. On the call patient repeated how groups a, b, and c were not working. (Settings not available). Patient stated they did contact medtronic rep kara mills the day they called patient services, and rep stated the electrodes may have gone bad. Patient repeated how they are 'trying to get a replacement controller.' Patient stated their medtronic rep asked if they had any falls, and patient stated upon further review they did have a fall and banged the side their implant is on when they lost balance due to trouble walking. Agent documented information. Patient stated they confirmed the pain management doctor they are trying to work with does work with medtronic, but rep stated they might try to convince patient to change manufacturers. Patient stated they did not want to change. Agent documented all comments made on call.

Manufacturer narrative:
Product type programmer, patient. Product ID 97745nt. Serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that they don't remember the conversation since it was many weeks ago, but no issues with her leads have been found at this time. Rep stated that the patient services (pss) sent a new controller and its working well. No issues identified with the leads only issue was with the controller and that is fixed now.